Manufacturer narrative:
Continuation of d10: product ID wr9200 serial# (B)(6)n implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6). H3 product analysis wr9200: led's scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when the patient turned on the wireless recharger (wr) to charge their implantable neurostimulator (ins), it showed unusual flashing lights on the wr battery indicator. They tried turning it off and on but the fault remained. The patient reported they followed all the recommendations for proper use of their device. The device was reviewed and failure could not be resolved. The patient is being charged periodically with another equipment to prevent their therapy from turning off. The issue was not resolved. The wr was replaced. No patient symptoms were reported.